Manufacturer narrative:
H3:non-destructive analysis found that there were no anomalies and no further destructive testing was required. Continuation of d10: product ID 8781. Serial# (B)(6). Implanted: (B)(6) 2023. Explanted: (B)(6) 2025. Product type catheter product ID 8785 serial# (B)(6): product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8781 (B)(6); product type: 0184-catheter; implant date (B)(6) 2023; explant date (B)(6) 2025; product ID 8785 (B)(6); product type: 0184-catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl (2000 mcg at 832.5 mcg/day), bupivacaine (4.2 mg/ml at 832.5 mcg/day), and dilaudid (hydromorphone) (9.2 mg/ml at 3.8296 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had pump site pain and the left buttock incision showed edema and erythematous borders. The pump was aspirated and showed purulent fluid, confirming a pump pocket infection. The system was explanted.